Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint bc6060 flexitrunk interface infant nasal prongs caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A report was received from FDA regarding a hospital in (B)(6) that reported that the bc6060 flexitrunk interface infant nasal prongs disconnected from the nasal tubing: the patient was very agitated and active, while the nurse performed a diaper change. The nasal prongs came off the bc6060 flexitrunk interface and were re-attached to the interface and therapy was continued. The nasal prongs disconnected from the nasal tubing allegedly again and the nurse conducted positive pressure ventilation to the patient, as the patient "turned blue, was apneic, had bradycardia and desaturated". After 30 seconds of positive pressure ventilation, the heart rate and oxygen saturation levels of the patient increased and the patient recovered. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc6060 flexitrunk infant nasal prongs and one bc192 flexitrunk infant interface had been returned to fisher & paykel healthcare in new zealand for evaluation. The units were visually inspected and the dimensions of the nasal prongs and the nasal tubing's midline cannula housing carrier were measured, as per f&p's drawings for the respective parts. Results: no physical damage was observed to the returned devices. All measurements were also within specifications. Conclusion: we were unable to determine what may have caused the reported event, as no fault was found with the returned complaint devices. F&p currently makes 11 different sizes of prongs and recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including sizing information), and also state the following: - "use the sizing guide to choose suitable prongs or mask." - "prongs should fill the nares completely without stretching the skin. Use the biggest possible size." - "choose the correct length of the nasal tubing. Use the shortest length possible." - "connect prongs or mask to nasal tubing ensuring that it is inserted fully." - "if using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly."

Event description:
A report was received from FDA regarding a hospital in houston, texas that reported that the bc6060 flexitrunk interface infant nasal prongs disconnected from the nasal tubing: the patient was very agitated and active, while the nurse performed a diaper change. The nasal prongs came off the bc6060 flexitrunk interface and were re-attached to the interface and therapy was continued. The nasal prongs disconnected from the nsal tubing allegedly again and the nurse conducted positive pressure ventilation to the patient, as the patient "turned blue, was apneic, had bradycardia and desaturated". After 30 seconds of positive pressure ventilation, the heart rate and oxygen saturation levels of the patient increased and the patient fully recovered. No further patient consequence was reported. Following the received complaint, an f&p representative visited the healthcare facility on 24 september 2018 to offer a refresher training and to show how to correctly use the bc6060 flexitrunk interface infant nasal prongs.